Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis of coronary procedure. The procedure was completed as planned by staff continued to use system to complete case. It was reported to philips hat system's geometry module control moves the c-arm in both angulation and rotational directions. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that geo module angulation and rotational joystick causing movement in both directions when customer only wanted c-arm to move in one direction, confirming faulty geo module. To resolve the issue, the fse replaced the geo module. The defective part was sent for analysis, for geo module malfunction was observed and the failed component was found to be faulty digital analog joystick. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry module control moves the c-arm in both angulation and rotational directions. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.